Manufacturer narrative:
The reported events were failure to capture, high pacing impedance, helix mechanism issue and failure to advance stylet. A complete lead was returned in one piece. The reported events of helix mechanism issue and failure to advance stylet were confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued and multiple inner coil filars were broken/separated due to procedural damage. Unable to perform stylet insertion test due to the over torqued/damaged inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported events of helix mechanism issue and failure to advance stylet was due to over torqued inner coil in the connector region consistent with damage occurring at the time of procedure and helix mechanism issue was also due to the helix clogged with blood/tissue. The reported events of failure to capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that it was difficult to deploy and retract the lead's helix, pacing lead impedance was high and failure to capture at high thresholds was observed. The lead was extracted. Once extracted, a stylet wouldn't advance down the lead. The lead was exchanged. The patient was stable.